Event description:
It was reported that the patient was experiencing inadequate stimulation and was having difficulty charging the ipg. The patient was also having pain above the area of the stimulation coverage. Broken lead was noticed during the revision procedure. The patients ipg and linear leads were replaced. All explanted devices were discarded by the medical facility. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6).